Event description:
Boston scientific received information that the longevity remaining calculation with this device is not accurate. This device is currently showing that there is 1 year remaining and showing a magnet rate of 90. The previous check was in december and the device was showing 1 year remaining and a magnet rate of 100. Representative will follow patient in 4 months. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The pacemaker was explanted due to normal battery depletion and was replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
--